Event description:
The patient¿s had an MRI a little big ago, and the pump stopped. The patient wanted to have the pump checked to make sure the pump resumed functioning. The pump contained morphine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).